Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d9, e2, and g2 (unmark health professional and company representative). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to difference in recognition about the device handling and reprocessing steps between recommendations by olympus and the user facility. However, a definitive root cause could not be determined. The event can be prevented by handling the device according to the following IFU: gif/cf/pcf-190 series reprocessing manual. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
An olympus endoscopic support specialist (ess) was performing an in-service and found the staff were not following instructions for use (IFU) for the reprocessing as customer used same sponge previously used to clean scopes. There were no reports of patient infections or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope was reprocessed by the reprocessing technician using the same sponge previously used to clean scopes. The issue occurred during reprocessing. There were no reports of patient involvement or injury.